Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec has made multiple attempts to contact the initial reporter to see if the device would be returned to ventec for an evaluation; however, no response has been received. In the event that the device is received or additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.